Event description:
The facility reported a colleague infusion pump that "needs repair." After further investigation by the quality engineers it has been determined that the main batteries were at the end of life. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a pump that needs repair was confirmed by baxter personnel during product evaluation. The root cause was assigned to main batteries reaching end of life. The main batteries and battery harness was replaced to correct this condition. Baxter has conducted a trend evaluation and found that similar reports have been received for the reported problem.